Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Perigraft endoleak embolization following stent graft repair of a pulmonary artery pseudoaneurysm. J vasc interv radiol. 2025;36(2):363-366. Doi:10.1016/j.jvir.2024.10.027 hung ml, ma kc, lanfranco ar, clark twi, vance az. This is a case study of a 42-year-old woman with metastatic cholangiocarcinoma including pulmonary metastases that has been treated with surgical resections and radiation which was complicated with radiation-induced airway injury which required repeated bronchoscopies to remove necrotic mucosal debris. During one of the bronchoscopies, debridement resulted in massive airway hemorrhage which was managed by airway balloon occlusion. CT revealed 4-mm pseudoaneurysm arising from the right interlobar pulmonary artery. Patient was treated with two overlapping gore® viabahn®vbx balloon expandable endoprosthesis which were placed in the right interlobar artery. The patient did well until 6 months when she experienced hemoptysis when an endobronchial defect was noted with fistulous tract to visible stent material and mild bleeding. Repeat pulmonary arteriography and intervention was performed to address the endoleak. The peri-graft space between the stent graft and the arterial wall was accessed with a microcatheter and injected cyanoacrylate with ethiodized oil [glue, liquid embolic agent] to seal the endoleak. Two months later, she had recurrence of symptoms and repeat endoleak glue embolization. The pulmonary artery stent-graft construct was incidentally noted to be occluded on follow-up cross-sectional imaging 1 month after repeat endoleak embolization. She passed away two months later due to progression of metastatic disease.